Manufacturer narrative:
Product eval: the product was returned for analysis and the reported damage was observed. Solution was observed on the returned product. Results from the product history record review indicated the product met release criteria. The account provided info, which indicated an approved cartridge and handpiece were used; however, an unapproved viscoelastic was used. Root cause: while we are unable to determine the origin of the damage, our observation reasonably suggests that it is not mfg related. Due to the presence of surgical solution, the damage is potentially related to customer handling. Info provided indicated a failure to follow the directions for use, unapproved viscoelastic used. Action taken: investigation has been completed based on correct info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. Add'l info has been requested. (B)(4).

Event description:
An administrative personnel reported an intraocular lens (iol) had splits and it had to be removed. In a follow up phone call with the surgeon, it was reported the iol had splits that were paracentral. The iol was removed and replaced through an enlarged surgical incision. The surgeon reported the use of an unapproved viscoelastic. Add'l info has been requested.